Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the "sensor tip broke from the sensor and remained in the arm" while wearing an adc sensor. Customer had contact with the nurse and was scheduled for a procedure to remove the filament by making an incision. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.per the additional information provided by the customer, the following sections have been updated:

Event description:
Customer reported the "sensor tip broke from the sensor and remained in the arm" while wearing an adc sensor. Customer had contact with the nurse and was scheduled for a procedure to remove the filament by making an incision. No further treatment was reported. There was no report of death or permanent injury associated with this event. On 15 apr 2022, abbott diabetes care received following additional information regarding this reported issue: the customer indicated noting that sensor filament may have broken off into arm on either (B)(6) 2022. The customer consulted a family doctor on (B)(6) 2022 who was unable to treat customer but referred customer to a surgeon. On 09 apr 2022, customer had contact with the surgeon who removed the sensor filament. There was no report of death or permanent injury associated with this event.